Manufacturer narrative:
(B)(4).

Event description:
It was reported that two extensions snapped and broke while being tunneled up near the ear. The doctor could not pull them all the way through and had to pull back the other way. It was reported that the patient was fine, though the doctor did have to make two more incisions in the neck. Refer to manufacturer report #3004209178201107060.